Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) unit was not pumping. No patient involvement. No injury or harm reported.

Manufacturer narrative:
Additional information: b4, b5, b6, b7, d10, e1 (initial reporter, event site email) e2, e3, g3, g6, h2, h6 (health effect ¿ impact codes) and h11.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) unit was not pumping. No harm and injury reported.

Manufacturer narrative:
Updated: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse connected a simulator and performed multiple autofill tests. The fse verified compressor performance, inspected the helium lines and inspected the unit for kinked tubing. There were no issues. The fse advised the customer to visit the user manual for help troubleshooting clinical alarms.

Event description:
N/a.